Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer tested on (B)(6) 2016 (approximate date) and received results of 16 mg/dl and 150 mg/dl within 10 minutes. On (B)(6) 2016 customer received results of 18 mg/dl and 156 mg/dl within 10 minutes. Customer stores strips in the refrigerator. No adverse events reported. Replacing and returning meter and strips.